Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/18/2020. Additional information was requested, and the following was obtained: the case was sleeve gastrectomy with surgeon, after the device was fired and the staple line was created , 4 staples were missing from the first part of the staple line. Were staples missing or not visible after the device was fired and after being deployed? Or, were staples missing from the cartridge reload before firing the device? Staples were missing after the device was fired . If staples did deploy what was the appearance of the staples? (B-formation, irregular, legs straight)? Please explain. If tissue was cut, but not stapled how was the transected tissue managed? It was managed by oversewing the staple line. What is the current patient status? Good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. If yes, please explain. Also, will both devices be returned for a hands-on analysis? No.

Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that there was a misfiring in two different cases (four missing staples from the staple line in each case). There were no patient consequences reported. No additional information can be provided at this time.